Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2014, the patient presented to the hospital complaining of abdominal pain. That same day CT imaging showed distal migration of 2-3 cm, a proximal type I endoleak, and evidence of aneurysm enlargement (amount unknown). It was reported that the patient¿s proximal neck dilated, causing the trunk-ipsilateral leg component to lose apposition and migrate distally into the aneurysm sac. There was reportedly no migration of the contralateral leg component. Later, that same day, an emergent intervention was performed whereby two aortic extender components were implanted for proximal extension. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products: the patient's medications include; amlodipine, levothyroxine, diovan, toprol xl, aspirin, calcium plus vitamin d and fish oil.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.